Event description:
It was reported difficulty was encountered advancing this biliary stent to a lesion in the renal artery. Upon reaching the renal artery difficulties were encountered while attempting to deploy the stent. It was then noted the catheter had kinked in the area of the axillary artery. An attempt to straighten the catheter tactiley through the pt's arm resulted in partial deployment of the stent. Resistance was then encountered removing the carrier system and partially deployed stent, which resulted in stent deploying at the entry site. A hemostat was utilized to remove the stent from the entry site and upon removal, it was noted the distal portion of the stent broke off and remained in the pt. It was also noted a larger hole was created in the axillary artery adn the pt's pulse was diminishing. The pt was sent to surgery where the distal portion of the stent was removed and successful surgical repair of the artery with a graft patch followed. The pt's condition is good and has since been discharged. A delivery system and a partial stent were received, evaluated and retained by this MFR. Approximately 1/3rd of the stent was not returned for evaluation. The engineering evaluation indicated the teflon sheath was fully retracted and buckled. The pull wire was torn through the catheter shaft beginning at the strain relief and extending distally six centimeters. Evaluation of the handle indicated the trigger teeth were damaged and the rack tab was 21/3rds of the way retracted. This device was used in a non-indicated procedure, renal artery stent placement. Co's followup revealed difficulty was encountered advancing this system prior to attempted stent deployment. This device displayed characteristics consistent with exertion against resistance, a buckled teflon sheath, a well as over deployment, mashed trigger teeth. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."